Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed noise markers following a charge during induction testing. Shock therapy was delivered but delayed due to the noise.